Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 79 mg/dl at the time of the call. The customer treated their low blood glucose with orange juice. The customer was assisted with trouble shooting and found no issues with the insulin pump. The customer was advised to monitor the insulin pump. It is unknown what may have caused the no delivery alarm. The customer did not return the product back for analysis.